Event description:
It was reported that the balloon got stuck with the wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 3.5mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, the device got stuck on the wire and were removed as a unit. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.